Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6), r701614501. It was reported that on (B)(6) 2022, a 27mm sjm masters series valsalva aortic valved graft was successfully implanted. No intraprocedural adverse events were noted. On (B)(6) 2022, the patient had high frequency atrial fibrillation on electrocardiogram (ECG). A cardioversion was performed on (B)(6) 2022, and the patient returned to sinus rhythm. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a history of atrial fibrillation, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.